Event description:
The manufacturer's representative reported that, the pt had experienced weakness. A mass at the catheter tip, which was described as "not a granuloma" was found; but once it was removed and tested it was found to be made up of particles of drug material. The pump contained dilaudid 30 mg/ml, as well as clonidine and marcaine at unk concentrations. Daily dose is unk. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
.